Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary full-height drawer 5 latch inseparable was failed. A field service engineer replaced the inseparable latch for the auxiliary full-height drawer 5. The drawer was not responsive. A final test was performed. The customer was able to recover and inventory the auxiliary full-height drawer 5. The field service engineer dusted the e-drawer, installed the rear bumper kit and network plugs. All light emitted diode functioned properly, and all cables appeared to be in good working order. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had failed drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.